Event description:
Arthrex flip cutter 3 drill was brought in by the rep to be used during an acl case. The first one was opened to the sterile field and when inserted into the patient's knee and was being used broke off. The pieces were removed from the patient and this piece was put to the side of the sterile field. Another flipcutter was opened that was brought in by the rep and the same situation occurred with the end breaking off during use. No known harm to the patient, all pieces removed, x-rays obtained to be sure nothing remained in the patient. Arthrex rep in surgical case when occurred. Packaging kept in case it is needed.